Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Incomplete firing cycle photograph analysis: based on the photographic evidence of the subject device, utilizing a green cartridge, unformed staples can be confirmed, however, the photographs do not provide evidence relative to what may have caused the issue. Hands on analysis of the device may provide the additional evidence needed to determine the cause of the complication.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device had been fired twice initially with green cartridges with no issues. It was reloaded for a third firing on the sleeve with a green cartridge and seam guard. On the third firing the staple line did not form at all on the specimen side. Everything was fine on the patient side. The device was reloaded and fired three additional times after this event with two green and one blue cartridge. There were no issues with those firings. The procedure was completed without impact to the patient.